Event description:
An r-port cath was inserted as access port for long-term chemotherapy. Pt was admitted 08/02/01 for c/o dizziness and falling. Multiple tests performed with the new dx of left cerebellar non-hemorrhagic hemispheric infarction with mass. During these tests it was determined the pt had vegetation growth on the mitral valve as well as 3 leaflets of the aortic valve. Radiology films noted the port-a-cath catheter was dislodged from its hub into the right atrium and right ventricle as well as distally in the right p.a. And other vessels. It had become detached between 03/21/01 and 08/03/01. The pt denied fever/chills but did c/o nausea the past few days. The pt is stable, and a new access port line was initiated. Pt is ready for discharge.